Event description:
It was reported that patient suffered from halos and glares even at 18 months after implantation of monofocal non preloaded intraocular lens into his eyes. There was an explant performed. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section b3: date of event: unknown/ not provided. Section d4: model number, catalog number, serial number, expiration date and UDI number: unknown, as the serial number was not provided. Section d6a. Implant date unknown/ not provided. Section d6b: explant date unknown/ not provided. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) number: unknown, as the serial number was not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.